Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure to treat a stenotic lesion of an arteriovenous graft in the right brachial vein using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device: jhjr060502j/23683466). On (B)(6) 2022, a re-intervention was performed to treat a possible stenotic lesion occluding the device. The date is unknown when the stenosis or occlusion was identified. An additional viabahn device (jhjr060502j/24430397)was implanted at the proximal side of the initially implanted viabahn device (jhjr060502j/23683466). On (B)(6) 2022, it was identified that the additionally implanted viabahn device(jhjr060502j/24430397)migrated to the right pulmonary artery by x-ray examination. The physicians stated the suspected cause of the migration is the device may have been undersized for the vessel. On (B)(6) 2022, the decision was made not to remove the migrated viabahn device since according to the CT performed on the same day, there were no consequences to the patient at present, and the position of the viabahn device after the migration was well aligned with the blood vessel the risk was considered low.

Manufacturer narrative:
Engineering evaluation: the reported stent-graft migration could not be independently confirmed as no items were available to directly evaluate product performance. The viabahn® device is designed to provide adequate radial resistive force and migration resistance by maintaining vessel wall apposition following proper device selection, preparation, and positioning per IFU recommendations. The reported migration represents a known inherent risk in stent-graft endovascular procedures that can arise as a result of a multitude of factors, including intraprocedural technical considerations such as appropriate device sizing and overlap, and post-dilation of the entire device length. Appropriate stent-graft sizing is specifically noted in the IFU with respect to adequate anchoring or device seal with the vessel wall. Oversizing of the endoprosthesis diameter 5-20% compared to healthy vessel proximal and distal to the treatment lesion is recommended. Although information on vessel sizing was not provided from the field, the physician suspected the cause of the migration event was related to under-sizing of the viabahn® device. Therefore, the root cause of the reported migration is consistent with unintended use error, namely user selects an inappropriate diameter for the patient (diameter too small).